Event description:
The service report shows during incoming evaluation it was found that the tidal volume when set to 2800ml only read 2150 and 2250 ml. Respectively. The nellcor puritan bennett factory service technician (fst) inspected the device and replaced the cup seal and piston guides to correct the problem. The unit passed extended service final testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.